Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilicus hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was reported as ¿may have been an old hernia¿ (on the left side of the abdomen) that occurred on an unknown date four years ago ¿that re-opened¿; however, this could not be confirmed, therefore, the cause of the hernia was assessed as unknown. The patient was hospitalized for the event for six days and underwent a surgical procedure to repair the hernia. Apd therapy remained ongoing. At the time of this report, the patient is recovering from the umbilicus hernia. No additional information is available.